Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that three separate vitrectors had open as they had continuously and randomly lost cutting whilst retaining aspiration during vitrectomy surgery. Due to the loss of product function resulted in retinal detachment. The surgery was completed on the same day. Additional information was updated that the patient had retinal detachment. Additional information was requested for more clarification but non received till now.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information: upon further review, it was found that the retinal detachment was a preexisting condition for the patient, and the information has been updated in the relevant section. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during vitrectomy surgeries they have experienced cutting difficulties with vitrectors. There were no problems related to priming and no advisories were displayed. The vitrectors were changed to address the concern, but it was found to be related to the valve of ophthalmic operating console. Additional information was updated that two of the many patients associated with this report had retinal detachment before surgery in the past. This report represents the ophthalmic vitrectomy probes involved in these events.